Event description:
It was reported that balloon rupture occurred. A 6.0x220x150 sterling balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.